Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device common name - ni, expiration date - ni. This report is 1 of 2 for this patient (ref 0001825034-2016-05460).

Event description:
It was reported that a jig bolt fractured during nail insertion. All pieces were retrieved from patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant product(s): catalog #: 181315380, universal femoral 15mm x 38cm, lot # dnhb6h an additional supplemental will be created when the evaluation is completed.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; the visual inspection confirmed a fracture through the threaded feature. Sem report concluded that "the jig bolt appears to have had a possible torsional/bending overload failure of the distal threads." Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Compatibility check noted no issues. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.